Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 226 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as confusion, foaming at the mouth, and loss of consciousness. The customer was at a party and may have given themselves more insulin than they were supposed to. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was in a hurry. The insulin pump will not be returned for analysis.